Manufacturer narrative:
Patient weight was not provided for reporting. This report is for two (2) unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for two (2) unknown screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2017 to be revised to a total knee exchange. During surgery, upon removal of the hardware, it was discovered that one (1) distal 4.0 mm screw was broken and one (1) proximal 4.0 mm screw was broken. The other half of the proximal screw was missing. It is unknown if the patient had a previous surgery and half of the screw was removed. The surgeon removed all hardware including one (1) 8 mm or 9 mm tibial nail-ex - right, one (1) distal 4.0 mm screw, and a half (1/2) of one (1) proximal 4.0 mm screw. There was no report of patient harm or surgical delay. Patient outcome was reported as unknown. Concomitant devices reported: 8 mm or 9 mm tibial nail-ex-right (quantity # 1) this report is for two (2) unknown screws. This is report 1 of 1 for (B)(4).